Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last 2-3 days has experienced leaky butt, water coming out of the anus and penis. Patient said that once had constipation and the implant has helped with that. When asked, patient said that the therapy has been very good up until the last couple of weeks. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. When patient connected to implant, it was discovered that stimulation was off. When asked, patient doesn't recall turning stimulation off. Patient said adjusted the setting once to decrease as the stimulation was too strong and when lowered the setting, confirmed that was more comfortable. Patient to monitor bladder/bowel symptoms now that stimulation has been turned back on. The patient mentioned unrelated medical history. This included patient said has a hard time sitting in a chair and sleeping as the neurostimulator site is sore and can no longer sleep on the right side.patient also said that it is difficult to sleep even on the back because the implant site is sore. Patient's wife checked and didn't see any visual changes to n eurostimulator site. When asked, not falls or trauma however said does participate in lifting heavy weights as part of exercise routine. Patient was redirected to contact managing physician to schedule an appointment for assessment and medical direction.